Event description:
Pt's daughter called in march to say hinge on rollator was broken. She was told part was on backorder. It was understood that if part was not working not to use it. Rollator continued to be used while waiting for replacement part and pt then fell with rollator. We do not believe it was a malfunction, however, since the pt was aware of the fact that product needed a part, we believe that this incident was a user error.